Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report numbers: 1221359-2021-01652, 1221359-2021-01653, 1221359-2021-01655, 1221359-2021-01656 and 1221359-2021-01657.

Event description:
The customer sent a cumulative report of thirteen (13) false negative results with the ID now covid-19 assay generated across eight (8) different testing sites performed on varies dates. This MFR. Report addresses lot 3 of 6. The customer reported two (2) false negative result with the ID now covid-19 assay. The nasal samples were collected on (B)(6) 2021 and (B)(6) 2021. Confirmation testing was performed by corelab and generated positive results. Nasal samples in transport media were collected on (B)(6) 2021 and (B)(6) 2021. Per the customer, no further information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1021882 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1021882, test base part number 190-430 / lot 1021882. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1021882 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.